Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2015. The patient informed the csr that she manages her diabetes with oral medication (metformin 500mg 2 tablets every morning and evening) and insulin (levemir 14 units before bed; novolog 3 units before breakfast and dinner). The patient reported that she continued with her usual diabetes management regimen in response to the alleged meter issue. The patient stated that 30 minutes after the alleged issue began she developed symptoms of being ¿tired, dizzy, sick to the stomach, thirsty and head started hurting¿. The patient denied receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse to the device. The csr documented that based on the information provided the battery needed replacing and educated the patient on battery replacement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/16/2015). The patient¿s meter has been returned on 1/30/2015 and evaluated by lifescan product analysis on 2/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.